Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the reloads were misfiring. They would not fire the staples or only part of the staples would come out. A new one was used to complete the procedure. There was no pt consequence.